Event description:
During the procedure, the abbott personnel received an electrical shock when removing a return label from the ampere generator. The operator's finger went numb for a period of time but there was no harm to the patient or user.

Manufacturer narrative:
When power was applied to the generator, normal boot up sequence was observed and all touch pad controls functioned normally with no error messages displayed. All connector ports were tested for functionality, numerous catheter codes were manually applied, various impedance and temperature values were also applied for investigation upon which all values were accurately tracked on the generator¿s display screen. Rf energy output was measured during ablation testing and no anomalies were identified throughout investigation as rf output was correctly displayed and measured over an extensive test period. An additional electrical safety test was performed upon which all test values met, or exceeded current manufacturing standards. The cause for the reported user shock could not be conclusively determined.

Event description:
During the procedure, a staff member received an electrical shock when removing a return label from the ampere. The operator's finger went numb for a period of time but there was no harm to the patient or user. The procedure was completed with the reported generator with no adverse consequences to the patient.